Event description:
It was reported that during an unk procedure, the device was cutting and not ligating the clip. No other details are known. No pt impact was reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.